Event description:
Reportedly, the infusion port was leaking. It was removed in 3 pieces, radiology removed(1) piece fragmented and migrated to port left ventricle; the or removed(1) piece found just away from the port near the chest wall. One(1) part was under the skin where it was originally implanted. The port was not implanted again at this date. The orginal date of implant is unknown.